Manufacturer narrative:
(B)(4). Retainer ring = black, the p-cap locks properly into place, insulin pump was received with insulin flow blocked alarm during seating due to out of spec force sensor zero offset (445.4 mv). Replaces the motor and tested again, the unit was seating properly.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin flow blocked alarm. Customer stated insulin exited through tubing with manual plunger and insulin pump alarmed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.